Manufacturer narrative:
The investigation into positioning issues has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely patient movement as it occurred during transferring to new hospital. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22656.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during impella cp support, the 58-year-old male patient arrived with the impella cp out of position. An attempt to reposition the device was unsuccessful. Therefore, the impella cp was removed with a plan to replace with an additional impella cp.